Event description:
A flexible ureteroscope was being used to remove a kidney stone in the uretero-pelvic junction. As the surgeon withdrew the scope, a small part of it was left in the patient. The cylindrical object, measuring 3-5mm in diameter, was easily grasped and removed. No patient problems were reported.